Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation immediately after the implant the right atrial (ra) lead had dislodged. The physician re-opened the incision and repositioned the ra lead. The lead remains in use. No further patient complications have been reported as a result of this event.